Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra system kit was missing the test strips. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 9pm. The patient reported using oral medications including metformin and glyburide with diet and exercise to manage her diabetes. The patient reported between (B)(6) 2013 she skipped her usual dose of medication. The patient reported on (B)(6) 2013 at 9:30pm she developed symptoms of ¿sweating.¿ the patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca was unable to confirm if there was no missing product. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she was unable to test and therefore developed symptoms suggestive of hypoglycemia.